Event description:
It was reported that during a cryoplasty treatment procedure, patient complications occurred. The target lesion was located in the renal artery. The physician advanced a .014 4.0 x 40mm x 150cm polarcath cryoplasty balloon to the lesion and applied treatment. It was noted the vessel appeared more stenotic after treatment. The procedure was completed with an unknown stent. No further complications were reported and the patient's status is unknown.

Manufacturer narrative:
Device evaluated my manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).